Manufacturer narrative:
(B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-operative assessment, after a tka primary, the surgeon reported a third degree burn near the incision site on the patient¿s knee. There was no issue reported during the surgery. The patient was treated with standard burn care per the hospital¿s policy. No further interventions were needed for the patient.